Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2017. The customer¿s blood glucose level was 509 mg/dl at the time incident and current blood glucose was 255 mg/dl. The customer¿s blood glucose level was 500 mg/dl and 498 mg/dl. It was reported that the customer replaced a battery in the pump and she was getting a battery out limit. It was also reported that the pump alarmed after battery change. Customer declined to troubleshoot. The customer was treated with pump. The customer was wearing the pump at the time of hospitalization. The insulin pump will not be returned for analysis.